Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract when activated. Patient has to have a new IV catheter inserted. This is the 2nd of 3 reported event dates. I have received about 5 reports this week of issues with the IV catheters both 20 and 22g, not being able to get the needle to retract at all. Tm are having to use multiple catheters per patient on occasion. Re you able to provide the date of incident? (B)(6).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2025622. D.4. Medical device expiration date: 01-feb-2022. H.4. Device manufacture date: 31-dec-2024. D.4. Medical device lot #: 3033954. D.4. Medical device expiration date: 31-jan-2026. H.4. Device manufacture date: 09-feb-2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.